Manufacturer narrative:
D4 serial number, catalog number, lot number, expiration date, and unique identifier (UDI) # unknown. H4 device manufacture date unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. While on support, the impella pulled back into the aorta when rolling for a bath and it could not get back across. The impella was removed and replaced with another impella cp pump.